Event description:
It was reported, the patient¿s device had a problem and was replaced.

Manufacturer narrative:
Product ID 3889-28, lot# v896800, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).